Manufacturer narrative:
Device evaluation: the complaint of high lead impedance (>3000 o) was not confirmed during analysis. The device was returned without setscrews and without a septum. In general, the lead impedance will be read in the range of 3000o if the setscrew was not properly tightened. Analysis of the device did not find any anomaly that would cause the issue. Test results and all measured data showed normal device characteristics. The device is fully functional and considered to be normal.

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of not feeling well at post-implant follow-up. The measured impedances were high and out of range. Imaging showed that the header block appeared normal and the lead connections appeared to be correct. Surgery was performed to address the issue. When the leads were disconnected from the header block and tested independently, the impedance values were within range. The pacemaker was replaced. The patient is stable.